Event description:
The event occurred on an unspecified date and involved an unspecified IV start kit product with unknown list number and unknown lot number. The report stated that the device became loose and leaked while in use. There was unknown patient involvement and unknown patient harm

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.